Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA on (B)(6) 2016 via medwatch # (B)(4). Results - a sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6061791. Photos of the returned customer sample show evidence of separation of the front and rear barrel. Conclusion: misalignment of the front and rear barrels leading to damaged parts, allowing for the barrels to become separated upon activation. CAPA (B)(4) opened for this device.

Event description:
It was reported that after blood was drawn from patient, the activation of the safety of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter caused the protective cover to fall apart, leaving the needle exposed. No injury or medical intervention was reported.